Event description:
According to the initial information received, a 5/4mm amplatzer duct occluder (ado) was attempted in a (B)(6) patient ((B)(6)) who was diagnosed with severe valvar ps gradient (90mm hg) and a small pda that measured 2.5mm by echocardiogram. She was catheterized on (B)(6) 2012, with no known risk factors. Tests showed a normal chest exam (no hf), normal blood tests and a chest x-ray showed pulmonary congestion. Using a sizing balloon, the defect measured 14mm x 3cm with a post-procedure gradient of 12mm hg. The pda direction was observed to be abnormal and parallel to the aorta (versus perpendicular) in addition to spasms in the pda measuring 1.3-1.5mm. The pda could not be observed clearly on standard view, only on the rao view. The pda shunt was significant despite the presence of severe ps. The ampulla was small, only measuring 7mm. The ado embolized immediately as shown on angiography and was surgically retrieved. A coil was used to occlude the pda.

Manufacturer narrative:
Image review: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. DHR: during manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.